Manufacturer narrative:
Follow-up #1: date of submission 05/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump¿s black box did not reveal any pump reboots. A cs 128 alarm occurred due to a sudden 16 counts voltage drop. The battery compartment was found to be cracked. The returned battery cap was found to be damaged at the top coin slot, but the threads were undamaged. The battery cap was able to fit and maintain electrical connection but it was difficult to tighten or remove due to the damage top. The ez-prime steps were performed correctly with no power interruptions occurring. The original ¿power¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board or to the continuous glucose monitor module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.